Event description:
The device was used during a hysterectomy. Reportedly, eight days post operative, the staple line did not hold and bleeding occurred. The surgeon performed a re-operation to correct the condition. The hosp has reported the patient's condition is satisfactory.